Event description:
Connection issues during the implantation procedure; therefore the device was not implanted.

Manufacturer narrative:
(B)(4), 2009. This event concerns a device that was manufactured and used outside the united states. The analysis is pending.